Event description:
Additional information received indicated the device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Analysis performed indicated that it exhibited normal device characteristics, and device was able to be interrogated with bluetooth without any issue. Visual inspection did not find any foreign material on the header feed through pin that could contribute to the field complaint. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Customer complaint of unable to interrogate was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device could not be interrogated. Abbott technical support was contacted and recommended device replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.